Event description:
The customer reported the ventilator alarmed and while in use on a patient due to a data acquisition pcba adc reference failure. The customer reported there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer reported the blower was working intermittently and voltages were out of specification. The service engineer replaced the motor controller pcb board to address the findings. Final applicable testing was completed and passed to operating specifications.